Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / chronic'), menorrhagia ('abnormal bleeding: menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, multiple caesarean sections ((2006 and 2010)), breast mass, adhesiolysis, laparoscopy and follicular cyst of ovary. Concurrent conditions included cyst, uterine enlargement, adhesion, endometriosis, irregular menstruation, gravida ii, d & c, endometrial ablation, metaplasia, menometrorrhagia, breast cancer, ovarian cancer, dysfunctional uterine bleeding, cervicitis cystic, endocervical squamous metaplasia, adenomyosis uteri, benign ovarian tumor and bleed in luteal cyst. Concomitant products included paracetamol (acetaminophen) since february 2011. On (B)(6) 2011, the patient had essure inserted. In february 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish") and the first episode of abdominal pain ("pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and full hysterectomy/robotic assisted total laparoscopic hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and the last episode of abdominal pain had resolved and the dysmenorrhoea, dyspareunia, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: discharge summaries admission date: (B)(6) 2012. Discharge date: (B)(6) 2012 right ostia and the left ostia had visible coils noted 4 and 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.; on (B)(6) 2011: results: total bilateral occlusion.. Pathology test - on (B)(6) 2011: diagnosis: endometrial curetting's - scant fragments of weakly proliferative endometrium with tubal metaplasia. - negative for endometritis, hyperplasia, or malignancy.. Pregnancy test - on (B)(6) 2011: (negative). Ultrasound pelvis - on (B)(6) 2011: impression: functional cyst of the left ovary. Enlarged uterus scar tissue adhesions, pcos and endometriosis are not ruled out by ultrasound.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/chronic/pain') and menorrhagia ('abnormal bleeding: menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, multiple caesarean sections ((2006 and 2010)), breast mass, adhesiolysis, laparoscopy and follicular cyst of ovary. Concurrent conditions included cyst, uterine enlargement, adhesion, endometriosis, irregular menstruation, gravida ii, d & c, endometrial ablation, metaplasia, menometrorrhagia, breast cancer, ovarian cancer, dysfunctional uterine bleeding, cervicitis cystic, endocervical squamous metaplasia, adenomyosis uteri, benign ovarian tumor and bleed in luteal cyst. Concomitant products included ethinylestradiol;levonorgestrel (seasonale), nsaids from (B)(6) 2011 to (B)(6) 2012 and paracetamol (acetaminophene) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish"), the first episode of abdominal pain ("pain") and post procedural complication ("post removal complications"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and full hysterectomy/robotic assisted total laparoscopic hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, the last episode of abdominal pain, dysmenorrhoea and dyspareunia had resolved, the depression and anxiety was resolving and the vaginal haemorrhage and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: discharge summaries: admission date: (B)(6) 2012, discharge date: (B)(6) 2012 essure insertion date: right ostia and the left ostia had visible coils noted 4 and 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.; on (B)(6) 2011: results: total bilateral occlusion.. Pathology test - on (B)(6) 2011: diagnosis: endometrial curetting's: scant fragments of weakly proliferative endometrium with tubal metaplasia. Negative for endometritis, hyperplasia, or malignancy. Pregnancy test - on (B)(6) 2011: (negative). Ultrasound pelvis - on (B)(6) 2011: impression: functional cyst of the left ovary. Enlarged uterus scar tissue adhesions, pcos and endometriosis are not ruled out by ultrasound. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: pfs received. Reporter information added. Event outcome updated for events anxiety and depression. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, c-section ((2006 and 2010)), breast mass, adhesiolysis, laparoscopy and follicular cyst of ovary. Concurrent conditions included cyst, uterine enlargement, adhesion, endometriosis, irregular menstruation, multigravida, d & c, endometrial ablation, metaplasia, menometrorrhagia, breast cancer, ovarian cancer, dysfunctional uterine bleeding, cervicitis cystic, endocervical squamous metaplasia, adenomyosis, benign ovarian tumor and bleed in luteal cyst. Concomitant products included paracetamol (acetaminophene) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding: menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish") and the first episode of abdominal pain ("pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (full hysterectomy/robotic assisted total laparoscopic hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of abdominal pain and menorrhagia had resolved and the dysmenorrhoea, dyspareunia, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: discharge summaries admission date: (B)(6) 2012. Discharge date: (B)(6) 2012. Right ostia and the left ostia had visible coils noted 4 and 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.; on (B)(6) 2011: results: total bilateral occlusion.. Pathology test - on (B)(6) 2011: diagnosis: endometrial curetting's - scant fragments of weakly proliferative endometrium with tubal metaplasia. - negative for endometritis, hyperplasia, or malignancy.. Pregnancy test - on (B)(6) 2011: (negative). Ultrasound pelvis - on (B)(6) 2011: impression: functional cyst of the left ovary. Enlarged uterus scar tissue adhesions, pcos and endometriosis are not ruled out by ultrasound. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs and mr received. Lot number added. New events: abnormal bleeding (vaginal), depression, anxiety and mental anguish, abdominal pain were added. Events onset date were added. New reporters added. Concomitant conditions and drug were added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/chronic/pain') and menorrhagia ('abnormal bleeding: menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, multiple caesarean sections ((2006 and 2010)), breast mass, adhesiolysis, laparoscopy and follicular cyst of ovary. Concurrent conditions included cyst, uterine enlargement, adhesion, endometriosis, irregular menstruation, gravida ii, d & c, endometrial ablation, metaplasia, menometrorrhagia, breast cancer, ovarian cancer, dysfunctional uterine bleeding, cervicitis cystic, endocervical squamous metaplasia, adenomyosis uteri, benign ovarian tumor and bleed in luteal cyst. Concomitant products included nsaids from (B)(6) 2011 to (B)(6) 2012 and paracetamol (acetaminophene) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish"), the first episode of abdominal pain ("pain") and post procedural complication ("post removal complications"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and full hysterectomy/robotic assisted total laparoscopic hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, the last episode of abdominal pain, dysmenorrhoea and dyspareunia had resolved and the depression, vaginal haemorrhage, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: discharge summaries: admission date: (B)(6) 2012, discharge date: (B)(6) 2012. Essure insertion date: right ostia and the left ostia had visible coils noted 4 and 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.; on (B)(6) 2011: results: total bilateral occlusion.. Pathology test - on (B)(6) 2011: diagnosis: endometrial curetting's: scant fragments of weakly proliferative endometrium with tubal metaplasia. Negative for endometritis, hyperplasia, or malignancy. Pregnancy test - on (B)(6) 2011: (negative). Ultrasound pelvis - on (B)(6) 2011: impression: functional cyst of the left ovary. Enlarged uterus scar tissue adhesions, pcos and endometriosis are not ruled out by ultrasound. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Event¿ post procedural complication¿ was added. Events ¿ dysmenorrhea and dyspareunia¿ outcome was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the dysmenorrhoea, dyspareunia and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: result: essure device was successfully occluded.; on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new events added abdominal, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury. Previously reported event of physical pain was updated to physical pain/pelvic pain. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.